Event description:
"Consumer states the she was walking towards the bed with the walker and she felt dizzy and fell back on the floor and her son (B)(6) took her to aftercare." Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 6291-5f, serial number/date code and age of product are unknown. The owner's manual part number 1167481 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's preexisting medical condition states that she is partially blind and had broken her hip. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called stating that the consumer was walking towards her bed with the 6291-5f walker when she got dizzy and fell backwards onto the floor. The device did not malfunction. Invacare contacted the consumer's son who stated that his mother was walking and suddenly got dizzy causing her to fall backwards. This caused the wheel on the walker to push outwards. The unit did not malfunction in any way according to the consumer's son. The consumer cannot use the unit and is looking for a replacement. She needs a unit that will fit through her doorways (21 inches). The consumer did sustain minor injury and sought medical attention. She is doing better now, but does not have anything to use. Invacare contacted the consumer's dealer and the dealer stated that they did receive an order for a walker with wheels on (B)(4) 2012 and faxed the consumer's insurance company to confirm if they can get a replacement. They did not receive any information from the insurance company, as of (B)(4) 2012, therefore, cannot provide a walker to the consumer. Invacare has agreed to provide a replacement unit for the consumer. The damaged unit is to be returned to invacare for inspection.